Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of communication issues between the heartmate touch and system monitor, and the heartmate 3 system controller was not confirmed as no product was returned. The provided information indicated the controller was exchanged and the issue resolved. Upon further inspection of the exchanged controller, a bent pin was observed in the white power cable. This damage would cause connection issues between the controller white power cable and the associated white power cable connector on the power module patient cable; this could result in communication issues. Multiple attempts were made to obtain additional information regarding the return of the exchanged controller, and if any images of the damage were available; however, no additional information has been provided and to date, the controller has not been received for further analysis. Per the provided information, the cause of the communication issues was determined to be due to the bent pin in the white power cable. A root cause for the bent pin on the white power cable was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 4 of the IFU, entitled ¿heartmate touch communication system¿, gives instruction on how to connect to the heartmate touch and how to use the heartmate touch. Section 8 of the IFU, entitled ¿equipment storage and care¿, provides instruction on how to properly care for the equipment, including the system controller. Section f of the IFU, entitled ¿safety checklists¿, instructs users to regularly inspect their equipment for damage, including damage to the system controller power cables. The patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2024. The patient's primary controller was not connecting to the ipad or monitor which made it impossible to interrogate ventricular assist device. The system controller was exchanged, and the new system controller was able to successfully connect to console. Further examination revealed a bent pin on the white power connector cable. Per medwatch form, an intervention was required to prevent permanent impairment/damage (devices).